Event description:
The customer stated that the meter was reading erratically. The customer tested her blood glucose and received a reading of 180 mg/dl. She retested within ten minutes and received a reading of 96 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.